Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The logs confirm suction alarms and a lack of motor current pulsatility. The root cause of the low flow was unable to be determined as no product was returned for analysis. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support it was reported that there was a low flow issue. It was identified that the suboptimal flow was due to a kink in the pump. The pump was removed and replaced. Additional information was provided that noted the patient expired. There was no reported relation of the impella with the patient's outcome. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).